Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was in hospital for open heart surgery. Three days post operation during device interrogation, the left ventricular lead exhibited low impedance, high capture thresholds and noise. The lead was tested in different vectors; impedance measurements were in range but the capture thresholds increased and the patient experienced diaphragmatic stimulation. The physician elected to program off the lead at this time.